Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patients infusion site infection. Also, we are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a physician visit occurred due to an occlusion related to the pod, with use of fiasp insulin, and that antibiotics were prescribed. The patient expressed unwillingness to formally report the event or provide additional details. The patient reported the pod became occluded approximately two to three days after activation, resulting in insulin leakage and local inflammation at the application site. The incident reportedly occurred a few weeks prior, the patient removed the pod, waited two days, then consulted a doctor and was prescribed antibiotics to treat a localized infection described as a small bump at the pod application site. No blood glucose levels were reported in connection with either incident. Due to limited information provided, the incident date and the date medical attention was sought were documented as (B)(6) 2026. This report documents a skin condition requiring prescription treatment.